Manufacturer narrative:
Initial report sent: august 6, 2007.

Event description:
Procedure: thyroidectomy. The report states that the clips did not hold; compressive hematoma occurred. Re-operation was done and the pt is doing well now. The pt sex was not reported.